Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. As reported these devices remained implanted for an extended time after the disassociation event. The extensive damage present makes any determinations as to root cause difficult. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Patient x-rays were requested to assess cup position and aid in this investigation but none were provided. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product error was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of the liner disassociated from the cup. It was noted the pt jumped out of a truck and felt a pop in her hip, she had clicking and pain in the months following. Poly wear was also noted.